Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient reported that the left implant sounded noisy. From further information, the user was wearing an 8 channel map. The user described the sound as robotic and had some ling sound confusion. Due to the affected channels the user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient reported that the left implant sounded noisy. The user is tolerating the device and wearing it consistently but describes the sound as robotic and has some ling sound confusion.